Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), hypersensitivity ("allergic reaction") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full) bilateral salphingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain and hypersensitivity had resolved. The reporter considered device dislocation, hypersensitivity, pelvic pain and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : case became valid and serious incident. Previously reported event injury replaced with pain. New events - allergic reaction, psych injury, migration added. Rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. 731686-not valid,731586) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), hypersensitivity ("allergic reaction") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full) bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain and hypersensitivity had resolved. The reporter considered device dislocation, hypersensitivity, pelvic pain and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. 731686-not valid,731586) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), hypersensitivity ("allergic reaction") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full) bilateral salphingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain and hypersensitivity had resolved. The reporter considered device dislocation, hypersensitivity, pelvic pain and psychological trauma to be related to essure. Lot number reported 731686 is not valid. Lot number: 731586, manufacturing date: 2010/04, expiration date: 2013/04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. 731686,731586) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), hypersensitivity ("allergic reaction") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full) bilateral salphingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain and hypersensitivity had resolved. The reporter considered device dislocation, hypersensitivity, pelvic pain and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2021: mr received. Reporters information added.event:novasure endometrial ablation were added.lot no. Were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.